Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user observed that there was a missing piece on the top of the endoscope. The procedure was completed as planned. No fragment fell into the patient. No known impact or patient consequence was reported.